Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. The device evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure for atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white syndrome (wpw) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified the hemostatic valve separation issue. It was initially reported by the customer that the introducer was not able to go into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The introducer was getting stuck. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. Using the same introducer on the replacement sheath worked just fine. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, an inspection found the hemostatic valve was dislodged inside the hub. This finding was assessed as an MDR reportable malfunction. The customer¿s reported issue of obstructed sheath was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 3/8/2021 and reassessed it as MDR reportable.